Manufacturer narrative:
This is capital equipment and was serviced at the customer's site. Per the information received from the affiliate, a service request for power outage and burn was initiated on 10/5/2009. The unit was evaluated and no problem was found. The unit passed voltage test, plasma test, test of air leakage from chamber and temperature test. The unit passed operation checks and test cycle. Installation date: (B) (6) 2008; under warranty. The last service date: (B) (6) 2009; cycle number: 621. Per the sterrad nx user's guide: warning!hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eye, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile glove when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber. This is one of two 3500a reports being submitted for this product malfunction.

Event description:
A report was received from the affiliate indicating that two healthcare workers were burned when removing the loads from a canceled cycle. The employees did not wear personal protective equipment (ppe). The employee for whom this report is being submitted experienced skin discoloration in the palm of their hand and symptoms resolved. Medical attention was not sought. This report is for the second employee. It is unknown if the user was trained on the proper use of sterrad safety precautions. Frequency of exposure of the user to the sterrad is unknown. The instruments were dried before sterilization. However, after sterilization, there was moisture noticed on the sterilization bag, it is unknown if the moisture was h2o2. The initial reporter did not indicate if the load was reprocessed or if a biological indicator was used. The brand of wrapping material used for sterilization was not provided. The load contained (3) metal nippers. The cleaning, rinsing, and drying methods remain unknown. There are no residue samples available for evaluation.